Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Event description:
A customer reported their meter turns on with button, but not with test strip and as a result of being unable to test, they experienced vertigo, tiredness and reportedly lost consciousness and self-treated by drinking juice to counteract the event. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.